Event description:
The customer reported that during power on, the work icons do not appear on the touch screen.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system and found that the hard drive malfunctioned. He replaced the ide disk x-ray. The system operates as intended.